Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the generator pocket was infected. It was noted during a post-op appointment for a replacement generator change. The ins was explanted and the pocket was irrigated with antibiotics. The lead was staying in place per the hcp's request. The removed ins was discarded. No further complications were reported.